Event description:
A blood gas analyzer (abl5), reported a wrong p02 measurement, i.e. As being close to atmospheric air, in relation to what was expected. In order to use capillary tubes (trade name clinitubes) as sample holders to abl5, an adapter also functions as a clot catcher. The user has mistakenly mixed three different lots of adapters. One of these lots might be a defect lot tht has previously been recalled by fan 915-203. Due to a production deviation at that time the dimensions and shape of the capillry adaptor for abl5/bph5 did not fit correctly to the clinitubes and the abl probe. Therefore the adaptors could draw air into the measuring chamber. This has already been corrected then.